Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded an out of range shock impedance measurement exhibited by this implantable defibrillation lead. Noise was reproducible with patient isometrics, but not with pocket manipulation. All other lead diagnostics were normal. There were no reported adverse patient effects.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded an out of range shock impedance measurement exhibited by this implantable defibrillation lead. Noise was reproducible with patient isometrics, but not with pocket manipulation. All other lead diagnostics were normal. There were no reported adverse patient effects. A revision procedure was performed, and a loose set screw was discovered. The leads were taken out, cleaned, and reinserted into the device. All lead measurements were then normal. Additional information was provided that the device was later explanted and returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.